Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented to surgeon on (B)(6) 2009 with low back pain and left thigh pain that began after he fell off a ladder in (B)(6) 2008 at work. Reports that pain increases with walking. MRI impression: ¿acute l3 radiculopathy from foraminal l3-4 hnp. Will try esi before surgery¿ (B)(6) 2009: surgeon discussed surgery with patient including that ¿surgery will probably not get rid of low back pain.¿ pre-op left limp noted. On (B)(6) 2009 the patient underwent an uncomplicated left l3-4 transforaminal lumbar interbody fusion using a 25mm cage with morsellized bone then bmp sponge followed by another layer of morselized bone to treat his l3-4 spondylolisthesis. Surgical notes include, ¿a good secure fit and proper position of the cage was achieved.¿ on (B)(6) 2009 discharge notes ¿he has improvement in the leg pain, the usual back pain and was ambulating¿has pain medication prescriptions¿ (B)(6) 2009 follow up visit indicates ¿no limp¿ (B)(6) 2009 follow up presents with ¿cramping in low back and tingling in left leg. Low back and leg pain has increased since last visit. He is better than before surgery. He was ventilated (B)(6) 2009 for status epilepticus¿ reports pain is aggravated with sitting or standing for long periods. On (B)(6) 2010 follow up visit x-ray impression: ¿nothing is out of place. No new fracture but no fusion yet. Lumber sprain but fusion slow to heal¿. On (B)(6) 2010 follow up visit x-ray (CT) impression: good position of hardware and bone. Post-op changes on left at l5-s1 ¿ mild to moderate osteophyte complex at l3/l4; mild disc bulge l4/5; mild heterotopic ossification posterior ligaments l3, l4; interval development of irregularity involving inferior endplate of l2 and superior endplate of l4 (B)(6) 2011 follow up visit complains of pain to his low back and both feet. Numbness and tingling to both feet. Swelling right foot and left calf and foot; blood work was ¿negative¿; no MRI due to brace right shoulder/arm status post rotator cuff surgery (B)(6) 2011; (B)(6) 2012 - MRI l-spine - interval l5-s1 disc extrusion into left lateral recess; mild foraminal stenosis, intact fusion; no nerve root compression (B)(6) 2012 MRI interpretation ¿got a good solid fusion on left at l3-4 from the tlif. Looks good. No radiculopathy or surgery needed. Spine is stable at l3-4¿ stable mild anterolisthesis l3-4 otherwise spine alignment satisfactory